Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to non-adherence to aseptic technique during pd therapy as reported by a medical professional. Non-adherence to aseptic technique or touch contamination is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of the human skin and gastrointestinal (gi) and genitourinary (gu) tracts. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported to fresenius this (B)(6) year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the outpatient clinic manager, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic presented with candida auris and a white blood cell (wbc) count of 1764/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. It was reported the patient disconnected self during multiple treatments in the days prior to this event due to increasing dementia. The patient was not initially hospitalized for this event and prescribed intraperitoneal (ip) vancomycin and ip ceftazidime (dosages, frequencies and durations unknown for both medications). When candida was found in the patient¿s culture, he was hospitalized on (B)(6) 2022 in order to have his pd catheter (not a fresenius product) removed due to the severity of infection. The patient was given a central vascular catheter during this hospitalization in favor of hemodialysis (hd) on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient is also receiving antifungal medication while hospitalized (unknown type, route, dose and frequency). The patient is recovering from this event while awaiting discharge to home. It was confirmed the patient¿s peritonitis, the associated inpatient procedures and hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on an in-center basis following discharge until cleared by the nephrologist to continue pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A patient contact reported to fresenius this 75-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the outpatient clinic manager, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic presented with candida auris and a white blood cell (wbc) count of 1764/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. It was reported the patient disconnected self during multiple treatments in the days prior to this event due to increasing dementia. The patient was not initially hospitalized for this event and prescribed intraperitoneal (ip) vancomycin and ip ceftazidime (dosages, frequencies and durations unknown for both medications). When candida was found in the patient¿s culture, he was hospitalized on (B)(6) 2022 in order to have his pd catheter (not a fresenius product) removed due to the severity of infection. The patient was given a central vascular catheter during this hospitalization in favor of hemodialysis (hd) on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient is also receiving antifungal medication while hospitalized (unknown type, route, dose and frequency). The patient is recovering from this event while awaiting discharge to home. It was confirmed the patient¿s peritonitis, the associated inpatient procedures and hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on an in-center basis following discharge until cleared by the nephrologist to continue pd therapy.